Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received the monitor passed incoming functional testing. However, upon investigation the monitor flags revealed a history of abnormal shut downs in the field. The resets were unable to be duplicated in house. The resets were likely due to a computer/analog (c/a) board failure, but due to the intermittent nature of the failure, a root cause was unable to be positively identified. No adverse event resulted from the monitor resets.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.